Manufacturer narrative:
The customer¿s report that the tubing set developed a balloon in the silicone segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No balloon observed silicone segment tubing (p/n 12088541) during inspection. Clear liquid was observed inside both of the set¿s tubing and drip chamber. No other anomalies were observed on the set during visual inspection. To prepare the set for functional testing the set was attached to an air pump and completely submerged in warm water. A balloon occurred at 11 psi. After the functional testing, three samples of the silicone segment were analyzed and the walls were found to be concentric. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment while in use on a patient. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment while in use on a patient. The customer later stated that there were no adverse effects caused to the patient from the event.